Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the insulation was abraded at 61.5 cm to 64.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device.